Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient during a validation study while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was tested three times on two different cobas liat analyzers that were being validated. During the initial testing, the sample generated a negative result for sars-cov-2 on both cobas liat analyzers (sn: (B)(6) and (B)(6)). During the first retest of the same sample, the sample generated a negative result for sars-cov-2 on sn: (B)(6) and a positive result for sars-cov-2 on sn: (B)(6). During the second retest of the same sample, the sample generated a positive result for sars-cov-2 on sn: (B)(6) and a negative result for sars-cov-2 on sn: (B)(6). The results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No product issue was identified with the reagent. It was identified that the customer was using a sample that was collected and stored for 7 days at 2-8°c, therefore, the sample integrity is in question. The customer did not follow the method sheet instructions in regard to sample collection and storage. Per the method sheet, specimens collected in transport media (utm or uvt, m4, m4rt, m5, and m6) may be stored for up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible. Freezing at -70°c or colder (and transportation on dry ice) is required for specimen storage or transportation beyond 72 hours prior to the specimen being added to the assay tube for testing. Specimens collected in 0.9% physiological saline solution may be stored for up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible. H3 other text : na.